Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture, removal difficulties and tip detachment occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5.0mmx220mmx150cm sterling balloon catheter was advanced to dilate the lesion; however, during the first inflation at 12 atmospheres, the balloon ruptured. During removal, the device got caught in the sheath, and could not be removed. Eventually, it got separated about 30cm from the tip. All of the device was retrieved and no fragment was left inside the patient's body. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture, removal difficulties and tip detachment occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5.0mmx220mmx150cm sterling balloon catheter was advanced to dilate the lesion; however, during the first inflation at 12 atmospheres, the balloon ruptured. During removal, the device got caught in the sheath, and could not be removed. Eventually, it got separated about 30cm from the tip. All of the device was retrieved and no fragment was left inside the patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the device is separated 37.4cm from the tip and the proximal section is missing. The missing parts are the proximal inflation lumen and the hub. Microscopic examination revealed no additional damages. There is blood present in the inflation lumen, guidewire lumen, and balloon. The balloon is loosely folded. There is no indication the device was inflated over rated burst pressure. Pressure testing could not be performed on the returned part because a tuohy adaptor would pinch the inflation lumen close. Inspection of the remainder of the device presented no other damage or irregularities.